Event description:
A customer reported their lh 780 analyzer was failing for wbc background counts and was generating intermittent probe wipe errors. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the wbc background counts were above specification. The fse replaced the diluent dispenser resolving the issue. The fse also confirmed the probe wipe was only going up halfway. The fse replaced the probe wipe assembly and realigned the probe wipe cup with the probe resolving the issue and the errors. (B)(4).